Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses. When the delivery catheter of the gore® excluder® conformable aaa endoprosthesis (cxt) was attempted to insert into the 16fr gore® dryseal flex introducer sheath, the catheter was not able to be inserted into the sheath. The physician stated that it felt like the catheter was come up against something in the sheath, then changed the sheath to 18fr, considering it was possible that the catheter would be broken if the catheter would be advanced in the sheath continually. The catheter, the catheter was not changed, was able to be advanced into the 18fr sheath, and the proximal of the gore® excluder® conformable aaa endoprosthesis was deployed without issue. Then, the contralateral leg endoprosthesis was implanted in the left limb (contralateral side). When the contralateral leg was deployed, it was not able to push up enough, so it covered the left internal iliac artery slightly. The contralateral leg was pushed up using the sheath and a balloon, and the blood flow of the left internal iliac artery was secured. The gore® excluder® conformable aaa endoprosthesis was fully deployed. Another contralateral leg endoprosthesis was implanted to extend the ipsilateral leg in the right limb. Touch-up ballooning was performed again to the gore® excluder® conformable aaa endoprosthesis, as proximal type I endoleak was observed. An angiography was not performed to confirm the endoleak was resolved. Therefore, it is unknown whether the endoleak was resolved. The patient tolerated the procedure. Gore® dryseal flex introducer sheath was returned to gore for evaluation and the device evaluation found that the included 16 fr dilator could be advanced through the sheath without issue. With this, the root cause for the inability to advance the delivery catheter of the gore® excluder® conformable aaa endoprosthesis (cxt) could not be determined because the event could not be confirmed.